Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped in sink water. A constant tone was occuring. The patient changed the battery but the device would only display the word "error". The patient's blood glucose at the time of incident was 231 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no constant tone and unexpected error noted. The insulin pump was received with moisture damage on electronics assembly, cracked battery tube thread, broken reservoir tube lip, missing end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.